Event description:
Reference number (B)(4). Event occurred in the united states. On 3rd oct 2024, it was reported that the infusion set cannula was kinked leading to high bg (525mg/dl). The infusion set was in use for 12 hours after insertion. The location of site was abdomen. High bg was addressed uding correction bolus via pump customer replaced infusion set and resumed insulin deliveries successfully. No further information available.